Manufacturer narrative:
Unit passed displacement and self tests; it failed sleep current measurement and active current measurement tests. After further examination of the unit¿s interior, pcba1 shows signs of previous moisture presence and corrosion around the battery connectors. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails.

Event description:
Customer reported via phone call that the insulin pump received low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated battery did not last more than 1 week. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.